Event description:
During a redo pulmonary vein isolation and atrial flutter ablation the patient experienced an air embolism occurred which resulted in an st elevation related myocardial infarction (stemi) which resolved with no intervention needed followed later by cerebral complications requiring therapy. The agilis nxt sheath was being used in the left atrium, through which an advisor hd grid was used to create a geometry. The advisor hd grid was exchanged for a tactiflex ablation catheter to perform the ablations around the pulmonary veins. During left atrial ablations, air was observed in the agilis sideport so the agilis and tactiflex were withdrawn from the left atrium into the right atrium. The patient then had an inferior st elevation related myocardial infarction (stemi), which was confirmed via coronary angiography and spontaneously resolved. The right atrial cti line ablation was done and the procedure was completed. The physician made no suggestion at the time that they believed the adverse event was due to a product performance issue by any of the abbott ep products used. The patient was transferred to the ICU and thereafter began experiencing cerebral complications and was sent to sydney to undergo therapy. A coronary angiography and a post-procedure brain CT scan were performed and an air embolism was visualized.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.